Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a watchman procedure, a versacross connect kit was selected for use. The versacross radio frequency wire was used to gain site access and the physician felt resistance. Hence the dilator was pulled out followed by pulling back the radio frequency wire. It was noted that coting was stripped off the wire and could not be removed from the lumen of the dilator. Hence to resolve the issue, another non-boston scientific device was used and the procedure was completed successfully and no patient complications occurred. The device is not expected to be returned for analysis. It was further informed, the issue was with the rf wire. The needle involved is the introducer needle. The wire met resistance in the patient's femoral vein during vascular access. The physician pulled the needle out with the wire still in the lumen of the needle. When tried to pull the wire back through the needle and it got stuck. The insulation was peeled toward the distal end.